Event description:
Additional information received from the healthcare provider reported that there was "no mention of this event at the time of refill". No symptoms were reported. Patient outcome was reported as no injury; non-serious injury/illness.

Event description:
Additional information received reported that the patient 'always had pain and numbness in the feet', when referring to the already reported event. It was further noted the patient had had decreased back and bilateral foot pain. Patient status was again reported as 'no injury'.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4). Conclusion - no longer applies to this event.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk; catheter model: 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.

Event description:
It was reported that the patient was still having his dosage titrated; the last appointment/pump refill was last week. The patient experienced back pain, numbness in feet. The patient was sleeping on the floor the morning of the report and when he tried to stand up, his feet were numb and he fell down. The patient presented to the emergency room states they came to ER as precautionary measure to make sure there wasn't any nerve damage; was scheduled for an MRI - "cord compression." Drugs delivered via the device were fentanyl, clonidine, bupivacaine and baclofen. Follow-up information was requested but was not available at the time of this report.